Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. No kinks were observed in the soft cannula. Insulin was able to pass through the fluid path. Cracks were observed in the top housing. It could not be determined when the cracks occurred. The damage to the top housing did not affect the function of the device. The device data did not show any timeouts or drive stalls that would indicate a failure to deliver insulin.